Event description:
Clinician notified djo that pt undergoing therapy with djo produced intelect xt 4ch combo clinical electrotherapy burn pt which left a small red mark on the back of the pt. Therapy was discontinued. Unknown if further intervention was required.

Manufacturer narrative:
Device was evaluated by djo technical service. Channel 1 lead wire exhibited impedance greater than 2 ohm maximum. Channel 2 lead wire was open. This condition may have lead to the burn the pt reported. Initial report dated (11/03/2011) was submitted under duplicate report number. Correct number is 9616086-2011-00128 as entered on this form 3500a. Incorrect report number was 9616086-2011-00128.